Manufacturer narrative:
Further information was requested but not received. The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2022-05942, related manufacturer reference number: 2017865-2022-05944, related manufacturer reference number: 2017865-2022-05946. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.